Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of adhesions, pain, and discomfort was unable to be confirmed through analysis as both components that were returned had visible contaminants and explant damage. The reported patient symptoms is a known risk associated with an inflatable penile prosthesis (ipp) and is noted in the device instructions for use. Technical analysis: the cylinders and pump were returned for analysis to our post market quality assurance laboratory. Visual examination identified the pump kink resistant tubing was cut into two pieces, and was worn to the filament with no leaks present. The pump was not able to functionally tested due to contamination remaining after full decontamination. Visual examination of the cylinder identified explant damage, therefore, the cylinders were unable to be functionally tested. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not functioning over time. The patient was also experiencing pain and discomfort. The ipp cylinder, pump, and reservoir was explanted. During the revision procedure the physician observed the device had disintegrated and had become fused to the patients corpora. The ipp was not replaced to prevent a risk of an infection.